Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what was the pre-operative diagnosis of patient and indication for surgery? Right lower lung space occupying lesion. Was buttressing material used? I assume the answer is no. But I list the material used in the surgery except several common tools for you to judge more professionally. Double lumen endotracheal intubation, compont medical adhesive (whose api is n-butyl cyanoacrylate) and hemostatic gauze as the wounds of the lymph nodes dissention was large, and 2 pieces of intrathoracic drainage tube was put via the seventh intercostal nerve at the right anterior axillary line. The patient returned to ICU with the 2 intrathoracic drainage tube and the trachea cannula. When was the leak clinically obvious? Right thoracic cavity was detected on (B)(6) 2016. A stoma measured as 0.5cm was detected through bronchoscopy on (B)(6) 2016. The surgeon made the rounds of the wards in the morning of (B)(6) 2016. The trachea cannula had been removed from the patient earlier that morning and the patient got spontaneous breathing, but with intermittent fever, the tiptop temperature was 38 c (100.4 f). During the surgeon¿s making round, the auscultation right lung respiratory murmur of the patient was coarse. No obvious rhonchus and moist rales could be heard. Blood routine examination result: leukocyte 17.88; neutrophils 0.791. The surgeon advised the use of piperacillin/ tazobactam, nutrient admixture and nebulized inhalation for eliminating phlegm. Then on the rounds of the wards of (B)(6) 2016, right thoracic cavity was detected and a stoma measured as 0.5cm was detected through bronchoscopy. Did the patient undergo pre-operative chemo or radiation therapy? The patient was diagnosed as pulmonary tuberculosis in 2012, accepted oral antituberculosis drugs treatment for 1 year. No pre-operative chemo or radiation therapy was reported to be used. What is the current patient status? The patient recovered good after the 2nd surgery. He was transferred from ICU to general ward in the morning of (B)(6) 2016 and was discharged on (B)(6) 2016.

Event description:
It was reported that during a laparoscopic right lower lobectomy procedure, the surgeon detected the diameter of the tumor was about 2 cm, and the tumor was hard, at the basal segment of lower lobe, with irregular edge. The surgeon performed right middle and lower lobectomy according to pathological analysis result. No leakage or any abnormality was detected in the surgery. However right thoracic cavity was detected on (B)(6) 2016. A stoma measured as 0.5cm was detected through bronchoscopy. The surgeon immediately performed a revision surgery to suture the stoma to stop the air leakage. During the revision surgery, the surgeon found that the staples at the middle segment of the bronchi were broken.

Manufacturer narrative:
(B)(4). Additional information: an intra-operative video was received. A review of the video provided from the firing of an ec60 device loaded with an ecr60g resulted in the following observations, comments and conclusion. This video is an intraoperative scope of the firing. There is a single staple in tissue with what appears an acceptable b-form shape. No other staples appear to be present in the photo. Based on the video evidence the event description cannot be confirmed, there does not appear to be any broken stapes. Hands on analysis of the device and cartridge may provide the evidence necessary to determine the root cause of the event.